Event description:
It was further reported that both the stent protector and the stylet were present. Upon removal of these two components, it was noted that the stent was not on the balloon.

Event description:
It was further reported that both the stent protector and the stylet were present. Upon removal of these two components, it was noted that the stent was not on the balloon.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The physician selected a 2.25x20mm promus element stent delivery system. While unpacking the device, it was noted that the stent was not crimped on the delivery system. It was found inside the box. There was no patient contact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is combination product. Device code # 2923 relates to component code # 515. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the stent delivery system (sds). Stent damage was identified. Struts in the middle of the stent were bunched together. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).